Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor fell apart during an insertion attempt. The blood glucose reading was 117 mg/dl. The customer stated that she had placed the serter on the sensor and when she pulled the serter out the plastic adhesive piece came off when the sensor was removed. She observed that the needle was gone. She noted that the sensor base remained on the pedestal when the serter was pulled away from the pedestal. Advised that there may have been an issue with the sensor base adhesive. Advised replacement of the sensor. Nothing further reported.

Manufacturer narrative:
Analysis is not required as the complaint was related to the enlite serter.